Manufacturer narrative:
Information regarding suspect medical device section. Common device name: hemostatic device for intraluminal gastrointestinal use. Procode: qau. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However the information provided by the user indicates that the tip of the catheter was touched to blood or fluid during the procedure, resulting in the observed failure. This is the most likely cause. To assist the user, the instructions for use (IFU) state the following, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user touched the tip of the catheter to blood or fluid during the procedure, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a gi hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The hemospray did not spray. Per the cook sales representative, the catheter had clogged due to user error. Confirmation was received that the doctor who used the device during the referenced incident admitted to not using it correctly due to his error and there was no issue with the device itself. He stated that he had touched the anatomy with the catheter causing it to clog, and that the device had worked up to that point without issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During a gi hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The hemospray did not spray. Per the cook sales representative, the catheter had clogged due to user error. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding suspect medical device section common device name: hemostatic device for intraluminal gastrointestinal use procode: qau. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Catheter occlusion/clogging can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The instructions for use also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." To assist the user in preparing and using the device, the instructions for use states, "remove device from package and attach catheter to handle, ensuring connection is secure... Before inserting catheter into accessory channel, identify bleeding site, remove as much blood as possible, then flush accessory channel with air... Slowly advance catheter through accessory channel in short increments until catheter tip is visualized endoscopically." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.